Manufacturer narrative:
The product in question was investigated by getinge - maquet service technicians on 2017-10-03. During the investigation it was discovered that the frame of the transporter is bent. This can happen if the transporter is not placed correctly under the column during transfer of the table top. Further functional testing was performed and no deviation could be detected. The product in question is in clinical use for more than 20 years. In the IFU it is stated that "when adjusting or moving the operating table or table top, the staff, the patient and the accessories are exposed to pinching and shearing hazards, particularly in the area around the joints at the head, back and leg plates. Always ensure that no one can be subjected to pinching or shearing action or injured in any other way and the accessories do not collide with any nearby objects." We asked the customer several times regarding the outcome of the injured nurse but just got the reply that this kind of information is confidential. We assume that the nurse injured her hand due to use error during transfer of the table top. Getinge - maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
It was reported that a nurse injured her hand during transfer of a table top of an operating table system. (B)(4).